Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, when a ventilator was powered on, the ventilator generated a diagnostic code that rendered it into an inoperable state. The ventilator was not in use on a patient at the time of the reported event. The service engineer (se) inspected the device and verified the reported issue in the logs. The se performed extended self-testing on the device and all tests passed.

Manufacturer narrative:
Device evaluation summary: the direct current (dc) - dc converter printed circuit board (pcb) was returned for failure analysis. The component was visually inspected and functionally tested with no malfunction or product deficiency identified. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Unique identifier (UDI) number added to section d. Device evaluation: the service engineer evaluated the ventilator and replaced the breath deliver (bd) power controller printed circuit board (pcb) and the direct current (dc)-dc converter pcb. The bd power controller pcb was returned for failure investigation. A visual inspection was carried out on the returned component, no anomalies were observed. The bd power controller pcb was attached to the failure investigation test ventilator for analysis. The ventilator was powered up and was placed in normal ventilation mode for a minimum of 24 hours with no errors observed. The reported failure could not be replicated. If information is provided in the future, a supplemental report will be issued.